Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the second reload during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but the staples started to and jammed in the middle. The jaws locked on the stomach. It was stated that they had to use force to retract the knife. Additionally, it was reported that prior to the incident, there was a loud breaking sound coming from the stapler and after that, they could not complete the firing or retract the knife. The surgery was extended to 20 minutes to solve the issue. There was no patient injury.